Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station auto CPAP with allegation of respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), lung disease reduced cardiopulmonary reserve, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station auto CPAP with allegation of respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), lung disease reduced cardiopulmonary reserve, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found, and secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: d and h has been updated.